Manufacturer narrative:
(B)(4).

Event description:
A nurse reported that a vitreous cutter did not cut during a procedure. The procedure was completed. Pt impact is unk. Add'l info has been requested.